Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 400mcg/ml clonidine at 139.08mcg/day, 20mg/ml bupivacaine at 6.954mg/day, and 15mg/ml dilaudid at 5.216mg/day via an implantable infusion pump for spinal pain. The rep was notified of the patient having a catheter revision on (B)(6) 2017. It was reported that the patient started to experience acute abrupt withdrawal symptoms. The symptoms noted were increased pain, sweating, nausea, and generalized malaise. It was stated about a week and a half prior to (B)(6) 2017 the patient had a catheter access port dye study, and the hcp initially had trouble aspirating fluid, but was eventually able to aspirate freely. It was stated the dye study was negative. It was stated at a recent refill the expected volume was less than the actual volume by 12%. It was stated the pump/proximal catheter was replaced and the intrathecal segment had good cerebrospinal fluid flow. The rep questioned if there was anything else they could look at. No additional information was provided. No further complications were anticipated/reported.